Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the supply pressure sensor failure occurred due a circuit board failure and the flickering light emitting diodes were due to a disconnection in the front panel. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a supply pressure sensor failure, a disconnection in the front panel, and flickering light emitting diodes. There was no patient involvement.